Manufacturer narrative:
Tw ID# (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview 6 pro knife did not cut properly. A new device was used to complete the procedure. There was a 5-minute delay. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Corrected section: d4 UDI#. The device was returned to the factory for evaluation on 09/11/2024. An investigation was conducted on 09/30/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact c-ring or the intact bipolar blades. The blue toggle was manipulated to retract and extend the cutter blade. There were no visual defects observed on the intact cutter blade. An electrical evaluation was conducted. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001597). The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device did produce steam and the saline did ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on artificial vessel. The device was able to cut reference vessels cleanly. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was not confirmed. The lot # 3000361645 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.